Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/30/2025, it was reported by a sales representative via (B)(4) that an ar-8860j jig, pars alignment was off. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-8860j jig, batch number 012432 was received for investigation. Visual inspection noted wear and tear along the body: discoloration, fading, and chipping. Additionally, the threads had damage/nicks, which are all likely related to the complaint allegation. The most likely cause of the reported failure can be attributed to wear and tear, which results from excessive stress on a device that has naturally deteriorated over time due to normal usage and aging. The complaint allegation is confirmed.